Manufacturer narrative:
According to the facility on (B)(6) 2022 a registered nurse was wiping the arm of the patient's right upper arm when they discovered a retained needle in the patient's skin. Per the facility no serious injury was noted other than a small puncture from the needle in the patients right arm. According to the facility labs were drawn on the patient post needle stick and no additional medical care/intervention was required. Per the facility the patient was discharged. No additional information is available at this time. The device is not available to be returned for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2022 a registered nurse was wiping the arm of the patient's right upper arm when they discovered a retained needle in the patient's skin.